Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ number 14 states, "postoperative bone fracture and pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Information was received based on review of a journal article titled, "primary hip replacement stem taper fracture due to corrosion in 3 patients". The article reports that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient reported a sudden snap and intense pain. Patient underwent a revision procedure 4.1 years after the initial procedure due to a broken stem taper and intense pain. Competitor product was used to complete the procedure. It was noted that pronounced scratches were present at the proximal end of the male stem taper interface, which may have indicated contamination with bone during assembly. No further information has been provided.